Manufacturer narrative:
Additional info: optical examination identified localized shearing on one side of the implant, consistent with thread jumping. Functional evaluation was able to fully engage set screw into sample mas head. After optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical to treat a lumbar fracture. It was reported that the set screw slipped during insertion into the bone screw. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.